Event description:
A facility reported that a pt became severely hypotensive during a hemodialysis treatment. The pt's weight suggested that there was excessive fluid removal during treatment. He was given a total of > 3liters of saline and was discharged in stable condition.